Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 150 mm. Vessel morphology is unknown. It was reported that there were no complications during the deployment of the aneurx stent graft; however, the physician noticed that the right external iliac artery was dissected after the 22 french cook sheath was removed from the patient. The dissected portion of the external iliac artery was replaced with a ptfe (polytetrafluoroethylene) graft. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clincal sequelae were reported, and the patient is reported to be fine.